Manufacturer narrative:
(B)(4).evaluation summary: the device was received by baxter for evaluation. A review of the event log found evidence of the reported increased intra-peritoneal volume (iipv) condition. The cause was use error, the tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 23:59:27. During night drain cycle six, the patient's ultrafiltration reading was 2138ml, indicating the home patient (hp) drained 1638ml more than their maximum programmed fill volume of 2500ml. No additional information is available.